Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a detached needle and one paper lid were received for analysis. Product code j603h. The returned needle was visually inspected, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was observed. Additionally, the suture was not returned to determine the assignable cause. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.